Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a needle clog occurred during use with a needle sftygld 22x1-1/2 rb. The following information was provided by the initial reporter, "while rn was administering an im medication using the 22g safety glide needle when, half way through pushing the med, the infusion stopped. The rn retracted the needle slightly and tried a bit more force on the plunger to no avail. Once rn removed needle from patient, rn was still unable to advance the medication through the needle. The rn switched needles and was able to administer the remainder of the dose, although it required two injections to do so. Uncertain as to whether this was due to needle malfunction or "clot" in the medication (betamethasone) being administered."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle sftygld 22x1-1/2 rb. The following information was provided by the initial reporter, "while rn was administering an im medication using the 22g safety glide needle when, half way through pushing the med, the infusion stopped. The rn retracted the needle slightly and tried a bit more force on the plunger to no avail. Once rn removed needle from patient, rn was still unable to advance the medication through the needle. The rn switched needles and was able to administer the remainder of the dose, although it required two injections to do so. Uncertain as to whether this was due to needle malfunction or "clot" in the medication (betamethasone) being administered."